Manufacturer narrative:
Analysis of the pump revealed shorting across the insulator of the feedthru.

Event description:
It was reported that the patient had visited the ER on (B)(6) 2013 because they were not feeling well. After a ¿brief stay¿ in the ER, the patient was instructed to go to the pain clinic to have the pump interrogated. Upon interrogation, the nurses found the pump had stalled and not recovered. The implanting neurosurgeon admitted the patient that afternoon and scheduled her for a pump replacement the same day. It was thought the patient had 5 months until her eri that he would replace the pump. At 9 pm that day, the patient underwent a pump replacement. The patient exhibited underdose symptoms of increase pain and stomach issues. The medications used within the system were dilaudid and bupivacaine. The logs indicated reset occurred due to low battery on (B)(6) 2013. The pump displayed ¿stopped pump period maybe exceed tube set¿ on (B)(6) 2013. A motor stall occurred on (B)(6) 2013, and a tube set message was displayed on (B)(6) 2013. The pump was in safe state at 13:43 on (B)(6) 2013. At 14:45, a low battery reset occurred, and the pump indicated it was in safe state at 14:45. The patient¿s estimated eri was confirmed to have been 5 months.

Manufacturer narrative:
Product ID 8703w, lot # l73883, implanted: (B)(6) 2000, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.